Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The overlay tubing of the lead was extrinsically breached due to a cut, the overlay tubing of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant there was blood noted in the lead after the lead was positioned and measurements were taken. The physician assumed that the lead was damaged. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.